Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a delay in testing due to the versacell system dropping five patient sample tubes. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse found evidence of wear and tear to the tube gripper and wrist assemblies in the versacell system. The cse replaced and aligned the gripper assembly. The cse replaced and aligned the wrist assembly. The cse performed the pick and place tests. The cause of the delay in testing and the dropped tubes was due to wear and tear of the versacell system gripper and wrist assemblies. The system is performing within specifications. No further evaluation of this device is needed.

Event description:
The customer contacted the siemens customer care center (ccc) to report a delay in testing due to the versacell system dropping five patient sample tubes. The customer indicated that some of the patients would have to be redrawn due to a sample spill. The customer also reported that one of the samples had a stat troponin test order. There are no known reports of patient intervention or adverse health consequences due to the versacell dropping five sample tubes.